Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem but proactively replaced the integrated electrosurgical unit (iesu). Intuitive surgical, inc. (Isi) received the iesu and completed the device evaluation. M-0b errors in error log were confirmed. The unit was analyzed but the reported failure (check neutral electrode contact message m-0b) could not be reproduced the unit energized and cauterized and all ports recognized instruments.m-0b is in error log. The erbe is in good condition.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vision side system (vss) had a message check neutral electrode contact on the screen when using the monopolar curved scissors. The caller stated they had a m-ob code and tried a new grounding pad, monopolar curved scissors, energy cord, and moved the energy cord to both monopolar ports on the erbe, but the issue remained. When surgeon tried to use the monopolar curved scissors they were getting this message. The caller stated they were able to complete the case. The procedure was completed with no reported injury.